Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon interrogation, the right and left ventricular leads exhibited high capture thresholds. The right ventricular lead was repositioned and remained implanted. The left ventricular lead was explanted and replaced. The patient was recovering. No further information could be obtained.